Event description:
Customer reports to have medium sized air bubbles in reservoir. Customer's blood glucose was 110 mg/dl. After troubleshooting, customer was advised to return infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).